Manufacturer narrative:
(B)(6) . (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 , the patient underwent surgery on her lumbar spine using rhbmp-2/acs. The patient was treated for two months with a rehabilitation facility. After initial pain improvement, the patient¿s back is ¿now leaning forward at degrees not present prior to her surgeries and is required to wear a back brace¿. The patient continued to follow up her care with the doctor until (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, rhbmp-2/acs was implanted on multiple levels and in the thoracic spine, dlif, axialif.